Manufacturer narrative:
Patient information was not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag displayed an error message that the set pump speed was not reached. The unit was exchanged out to resolve the issue. This event was previously not reported due to backup system being used and no patient was harmed. Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.